Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not respond to the technician's commands during an implant procedure. The analyzer cable was changed but there was still no response. The programmer and analyzer were changed and worked perfectly. The programmer was then used during a implantable pulse generator (ipg) check but again there was no response from the programmer. The programmer remains in use. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer did not have any telemetry during the implant procedure.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported telemetry issue. The programmer passed incoming testing. Analysis noted that the programmer was missing the bullets assay. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.